Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 01feb2019. The manufacturer¿s international service technician confirmed the reported fan issue. The occurrence of an error was confirmed in the device logs. The manufacturer¿s international service technician replaced the cooling fan and power management (pm) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/20/2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a check vent alarm occurred and asked that the cooling fan be repaired. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 03/25/2019. Manufacture date: 04/28/2019. The reported issue was in advertently reported by mistake on mdr2031642-2018-02968. The reported issue of cooling fan speed error is not reportable. Failure analysis on the returned power management (pm) board shows that the customer complaint of ¿ cooling fan speed error was unable to duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.